Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt tired and had shortness of breath. The right ventricular (rv) lead was found to have no capture with varying thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.